Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that two devices were returned. The first device had significant deformation on the drill tip, and one piece of the drill tip had broken off. The second device was missing the drill tip, as it had fractured off. There was no debris. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force or torque on the drill during use, inconsistent drilling speeds or direction, or re-use of a single use device.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during an acl reconstruction surgery, the "4.5mm endoscopic cannulated drill bits" that was used in the patient broke at first use. It was used on the femur only and all the broken pieces/fragments were retrieved from the patient. The procedure was successfully completed without significant delay using another "4.5mm endoscopic reamer" as a back-up device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.